Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she felt like her arm was "ripping off" and her tendons are damaged after the implantable pulse generator (ipg) was reprogrammed to save the battery. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.